Event description:
Boston scientific received information that this pacemaker did not deliver pacing pulses for approximately 12 seconds after threshold testing had ended. The patient experienced asystole during the 12 seconds of pacing inhibition and felt dizzy but did not lose consciousness. At the last follow up approximately 90 days prior, the device had a battery status of elective replacement indicator (eri). The device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was evaluated. A visual inspection of the device header and case noted no anomalies. Dried body fluid contamination in both lead barrels was observed. All four set screws moved normally in both directions. It was confirmed that this device exceeded the expected longevity. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Manual threshold testing was performed on the device with no pauses in pacing. Analysis concluded that this device experienced normal battery depletion. Laboratory analysis was unable to confirm the reported clinical observations.